Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received and it was learnt that lens with same model and lower diopter of +22.0 was used as replacement for the patient. At discharge the patient was in stable condition. Section b3: date of event: on (B)(6) 2020. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/31/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed what appears to be dried blood and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. After cleaning the lens no cosmetic defects were observed and no issues were identified. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye in secondary surgical procedure. Reason for explant was provided as for power. Reportedly there was incision enlargement required during the explant procedure. There was no vitrectomy and no sutures required. The lens was removed in one piece. No further information provided.